Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she had low blood glucose of 49 mg/dl and she treated with candy. Customer declined troubleshooting and current blood glucose was 244 mg/dl. Customer didn't return the device for analysis.